Event description:
It was reported that during a laparoscopic nephrectomy procedure the aorta was injured. The procedure was converted to open. User facility reported that the device did not malfunction. There were no additional patient consequences. The patient is recovering well.